Event description:
Caller alleged discrepant results compared with the lab. Testing was 2.5 hours apart; pt did not eat or have medication between tests. Pt's therapeutic range: (2.0-3.0).

Manufacturer narrative:
Pending investigation.